Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received, changing the description of the event: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a percutaneous transluminal coronary angioplasty procedure. Femoral angiogram was not performed. Reportedly, the non-rail proglide suture broke during knot tightening. The remaining portion of the proglide suture was used to successfully achieve hemostasis. There was no adverse patient effect. No additional information was received.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The suture break was not confirmed as the suture was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Additionally, sterile/unused proglide devices were returned. The unused, sterile devices passed visual/functional inspection. There was no device malfunction found. It should be noted that the deployment sequence in the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, a suture break occurred during knot tightening. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in- training in the use of the proglide device. No additional information was provided.